Event description:
Procedure type: wedge resection. According to the reporter: closing of the instrument over the pulmonary tissue was normal but in the middle of the firing process, the staple pusher stopped. No moving forward was possible. The surgeon pulled the pusher back and opened the instrument. All staples were open in the tissue and the tissue was cut. He took a new loading unit but the same event happened. In the meantime, the patient lost blood between 200 and 500 cc. To complete the resection, the surgeon tried a new device of the same lot, which was working properly. Stopping the bleeding first with a clamp and with a new stapling device. Person injured, extension of op by more than 30 minutes, blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used.

Manufacturer narrative:
(B)(4).